Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument would not be returned. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the 8mm prograsp forceps (pf) jaws could not be opened. The customer already uninstalled the instrument, but it was difficult for the customer to uninstall it. The tse found error 22008 in the system logs indicating that there was no cannula. The tse advised the customer to check the instrument before uninstalling the sterile adapter (sa). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the pf instrument was inspected prior to use with no issue. The instrument jaws were stuck on fat tissue when the issue occurred. The customer was not able to successfully open the jaws intraoperatively and release the tissue. The instrument was removed together with the cannula. There was no adverse effect to the grasped tissue. The fat tissue was removed outside with the instrument. There was no unexpected bleeding or unexpected tissue removal. The instrument was removed with the cannula together. Port incision was not increased to remove the instrument. No fragment fell into the patient. The instrument will not be returned since it worked without any problem after the procedure.